Event description:
The pt was implanted with a siltex contour saline mammary prosthesis on 3/31/99. Subsequently, the pt experienced an infection, pain and delayed wound healing. The device was removed on 4/8/99.